Event description:
It was reported that during pre-surgery, it was observed that the black cord on the motor device had a cut and wires were exposed. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord had a slit in it which is indicative of allowing the cord to come into contact with a sharp object. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.